Event description:
It was reported the asymptomatic patient presented prior to procedure. Upon interrogation, it was observed the implantable cardioverter defibrillator had premature battery discharge. The device was explanted and replaced. There were no patient consequences.